Event description:
In 2004, I had lasik surgery. Post surgery I had blurry, double vision and extremely dry eyes. At the followup appts they kept telling me to wait it will get better. It didn't and then they said it might take another surgery to correct the double vision. So, stupid me I believed them. After a year, I went under the knife again. I was desperate. My job required me to read and approve technical data for a living and I was having to wear glasses and use a magnifying glass to read. My eyes would be so tired at the end of the day. I was hoping the second surgery would at least get me back to where glasses would allow me to read again without using a magnifying glass. My second surgery was a bust. My double vision was worse. I've lived with this for almost 10 years now. Every day is different. Sometimes I can read with just my glasses. Most days, I have to use a magnifying glass still after all these years. There are some days I have to shut my left eye and use a magnifying glass just to keep from seeing two objects. You see, when I see double, the lines of words are stacked so it looks like there's a line drawn through the words. Most people I work with have seen my struggles and previously thought of having lasik but, no way will they now. I bet about 20 people I work with have made that decision not to just because of the struggles I've had. I hope someday I can be normal again. The video of the gentleman saying "if he didn't know what his daughter wore to school that day he wouldn't be able to pick her out of the crowd". I totally understand. If I was assisted by assaulted by someone I wouldn't be able to give the police a description. Everyone is a blur, just a figure. If you want to take the chance at having these kinds of struggles go ahead and have lasik surgery. I beg you not to. I would give anything to go back. Please say no to lasik. Your eyes will love you for it.